Event description:
Customer reported fluoro images have hour glass shape and a large black line through middle of image. No patient injury was reported.

Manufacturer narrative:
The service rep found video shield line pin pushed in lemo plug. Also found interconnect side of plug worn. Replaced interconnect cable and lemo plug. Confirmed operation. System operating as intended.